Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, thread tap used, periodontal disease, biomechanical overload (2021_2025 and 2021_2026 are same patient).